Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. This complaint details 8 patients where their swab samples were collected and transported in a guanidinium-containing transport medium which is off-label. Then the sample was tested on xpert xpress sars cov-2/flu/rsv and all tests produced results of sars-cov-2 positive. In all cases, the samples were sent to a reference lab where and tested with fulgent covid-19 by rt-pcr. All results did not detect sars cov-2. Cepheid patient safety board reviewed the data provided by the customer. It was noted that the swab specimens were transported in a guanidinium-containing transport medium which is off-label. Test performance characteristics are unknown with this type of transport medium. The 8 specimens were positive for sarscov2 by xpress, but negative or inconclusive by rt-pcr performed at fulgent lab. Eua summary for fulgent test indicates lod of 5 copies/ul or 5000 copies/ml. The xpress lod for sarscov2 is 131 copies/ml, 38 times more sensitive. Xpress pcr raw data showed normal appearing curves, in spite of the off-label transport medium. While the positive cepheid results appear specific for sarscov2 target and are consistent with symptoms, cannot rule out other causes due to off label transport medium. As per section 3 of xpert xpress sars-cov-2/flu/rsv eua IFU; "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information." Note device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2/flu/rsv test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. This complaint details 8 patients where their swab samples were collected and transported in a guanidinium-containing transport medium which is off-label. Then the sample was tested on xpert xpress sars cov-2/flu/rsv and all tests produced results of sars-cov-2 positive. In all cases, the samples were sent to a reference lab where and tested with fulgent covid-19 by rt-pcr. All results did not detect sars cov-2.